Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the retrieval bag ruptured several times when the surgeon tried to remove the gallbladder. The specimen fell into the patient and retrieved with a second retrieval bag and completed the case. The tear was at the seam at the bottom of the top. There was no patient injury.